Event description:
Approx two months after arthroscopic surgery the pt complained of severe shoulder pain and discomfort in their shoulder. In 2002 the surgeon performed a second surgery to find the mitek cufftack had broken into two separate pieces and was floating freely within the shoulder. The surgeon removed the broken pieces.